Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and shut off unexpectedly. The customer stated that he did not realize until his blood glucose went high. He reported that he attempted to the resolve the issue with 4 different batteries, but the display still turned off without warning. The customer's blood glucose was 190 mg/dl. He did not observe any damage or corrosion to the battery cap, battery compartment and spring. He stated that the insulin pump did not show any signs of physical damage, had not been dropped or bumped, and had not been exposed to moisture. He did not have new batteries with which to test the insulin pump and was advised that a replacement battery cap would be sent. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until the replacement battery cap arrived. He noted that when he tapped the side of the device, the display came back on.